Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission showed that the right atrial (ra) lead exhibited loss of capture and noise oversensing. No programming changes were made. No patient consequences reported.